Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat an infrarenal abdominal aortic aneurysm. A contralateral leg component was also implanted 3 cm above the aortic bifurcation and extended into the common iliac artery. During ballooning of the tag device, the aorta ruptured. It was reported the rupture was either due to over inflation of the balloon or ballooning in the patient's friable aorta. An aortic extender component was implanted in an attempt to repair the rupture, but ballooning of this graft reportedly resulted in more bleeding. At this point, the physician elected to convert the patient to open repair and treat the rupture surgically. It was reported the patient tolerated the open conversion procedure with no further adverse events being reported.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the root cause of the aortic rupture could not be determined with the provided information. Refer to the following medwatch numbers for information on additional devices involved in this event. Medwatch# 2017233-2013-00331 conformable gore tag thoracic endoprosthesis. Medwatch# 2017233-2013-00332 gore tri-lobe balloon catheter.